Event description:
2004-dialysis pt with "ash" perm cath as access. Cath noted to have split between 2 lumen external to insertion site. No evidence of leaking or air trapping. Pt sent to vascular radiology for perm cath change. Original cath at another facility.